Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00101: a facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was not holding. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the manufacturing process and final device inspection ensures that non-conforming product is not released into the distribution chain. Failure analysis - complaint confirmed via inspection of the unit. Unit received with the lock having movement, requiring replacement of worn internal parts. Unit received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed and new components have been added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock having movement, requiring replacement of worn internal parts. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2000). Probable root cause is routine use and wear.